Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:28:07. During night drain cycle four, the patient's ultrafiltration reading was 1609ml, indicating the home patient (hp) drained 1609ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Review of the event log identified the iipv. The cause was determined to be one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. If additional relevant information becomes available, a supplemental report will be submitted.